Manufacturer narrative:
The actual device was returned to plant manufacturing for investigation. The visual inspection showed that component t1 on the inverter board is heat damaged. The internal visual inspection found dried fluid under the pump on bottom cover. The cause of the observed dried fluid and fluid could not be determined. No burrs or sharps in cassette area that may have punctured a cassette membrane. The device history report found no related items.

Event description:
A peritoneal dialysis patient reported that during the previous night's treatment the screen of the cycler went blank and he smelled a burning smell. The cycler was rebooted but the screen remained blank. The cycler will be replaced.